Event description:
The complainant, who has grade-4 osteo-arthritis had an allergic reaction tosynvisc which was put into one knee joint as a cushioning fluid. Allergic reactions can occur when synvisc is used. The complainant is concerned about the persistence of reaction. After the treatment. Knee was drained of fluid every 2 months for 2 yrs. During the first year, the fluid was yellow indicating that complainant was still reacting to the synvisc. Now has extreme pain in other joints reaction to the synvisc. Has been treated with steroids and codeine.